Manufacturer narrative:
The console device has been returned for evaluation but has not yet been evaluated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility's biomed sent in a console (aic). The aic did not detect and function appropriately at the purge disc. The aic was removed from service. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The investigation for the console (aic) purge flag/disc flag has been completed. Data logs from the console confirm multiple times that the purge not detected alarm was issued. The console was returned for evaluation. The console was visually inspected under a digital microscope and confirmed for a missing purge flag. The root cause for the purge disc not detected alarm was a missing purge flag.